Manufacturer narrative:
The device has not been returned and unknown if it will be available, lot number was not provided, therefore the device history records could not be reviewed. Should the device be returned or lot number provided, an investigation will be completed, and a supplemental report will be submitted at the conclusion of the investigation. Additional follow up is being performed in an attempt to obtain all missing information. The manufacturer internal reference number is: (B)(4).

Event description:
When on the phone with provider on 02/15/24, he reported that he wanted to speak to sales representative about defective failed implant that he wanted to report with no further clarification or information on issue.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. Lot number was not provided therefore DHR could not be reviewed. Stock product reviewed results. Lot number was not provided therefore the stock product could not be reviewed. Investigation methods/results. Customer did not return the reported device for review to date. Root cause description. The root cause cannot be explicitly determined as the issue is unknown. Manufacturer reference:(B)(4).